Manufacturer narrative:
The tech adjusted the brake steer caster and brake casters to repair the issue.

Event description:
The tech alleged the brake steer caster and the brake casters are not holding. No pt impact.